Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from sweden reported that the probe is bent and does not place the reagents correctly on the slides. The instrument was inspected, and the probe was replaced which resolved this malfunction. The customer has other instruments to work with. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.